Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the tampon appeared to be ripped on the end.